Event description:
Pt was status post lap chole and in pacu when it was discovered that a wing tip piece from the end of the cholangiogram forceps was missing. A kub revealed that it was in the pt's abdomen. Pt returned to the or for exploratory laparoscopy. The piece was unable to be retrieved.